Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use as follows: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient undergoing aortic and mitral valve replacement surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was noted that the patient was severely vasoplegic after coming off cardiopulmonary bypass, multiple drips initiated, and blood products given. Additionally, it was noted that hemolysis had occurred post implant. Waveforms were indicated position with separated placement and left ventricle (lv) signals. Echocardiogram revealed mid lv not touching any walls. Consideration of thrombus ingestion. Creatine elevated, lactate dehydrogenase (ldh) elevated, creatine kinase - mb elevated, dialysis initiated, patient developed shock liver which resolved. The impella was successfully weaned and explanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6. Updated to capture optical signal problem code. D10 concomitant medical products and therapy dates.

Manufacturer narrative:
Based on the investigation, the failure mode (fm) of positioning issue was changed to optical signal issue as they report waveform issues with no true positioning failure event. Return product was visually inspected and biomaterial was observed at outflow under the impeller. Light continuity test was done and light passed to sensor face. No other abnormalities were seen. Pump was ran at p-9 in lab in bucket of water for around 20 minutes. All optical 5s parameters were in normal range. No psnr triggered and no issue with optical signals relative to the lab run. The root cause of the optical signal/waveform issue was likely biomaterial ingestion triggering the false position aorta/unknown alarms based on log, clinical and return product review. Hemolysis: data logs were reviewed and first 8 minutes on rt log since pump start showed some small motor current mimics/spike without any speed deviation or change in p-level. Impella in aorta alarms trigger relative to those small mc spike events on 03/04/25. Rt log showing pulsatility and mc dampening due to likely ingestion triggering false aorta/position alarms. No true positioning alarms were seen as pump position was confirmed it was not touching any walls per clinical information reported. Return product was visually inspected and biomaterial was observed at outflow stuck under the impeller. No damaged impeller blades or other abnormalities were seen. The root cause of the hemolysis issue was likely due to biomaterial wrapped under impeller based on return product analysis and ingestion trend seen relative to reported hemolysis event per log review. D9 date device returned to manufacturer added.